Event description:
It was reported while using bd maxzero minibore pressure rated extension set, removable IV connector there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: infusion rn state that the product is defective. He states that the spin collar is able to be removed whereas the old smartsite product (20043e) you could not remove. ¿t-port fell apart when hooking to IV catheter. Hub came apart from luer lock.¿ on the si event.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero minibore pressure rated extension set, removable IV connector there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: infusion rn state that the product is defective. He states that the spin collar is able to be removed whereas the old smartsite product (20043e) you could not remove. ¿t-port fell apart when hooking to IV catheter. Hub came apart from luer lock.¿ on the si event